Event description:
It was reported that during an unrelated procedure, the pulse generator exhibited backup vvi operation after exposure to electrocautery. After a software download, normal function resumed. There were no adverse consequences to the patient.